Event description:
Information received indicates that the pump is leaking at the connection. The doctor looked at it and it was a fault in the catheter line. No lot number available because nurse did not note when incident occurred. No patient injury.

Manufacturer narrative:
Product was not returned. Complaint could not be confirmed. This MDR is being submitted as part of a retrospective review for reportability.